Event description:
On 1/25/99, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress.